Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that the patient first started experiencing the jolting a couple of weeks before the appointment. It was stated that the cause of the jolting was due to their volts being adjusted too high on their high density (hd) programming and they just needed to adjust the volts downward on their adaptive stimulation. The patient's ins serial number involved with the jolting was reported and it was stated that they were not sure what the patient's weight was at the time of the event. It reported that the provided information had been confirmed with the physician and the physician assistant. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was having issues with adaptive stimulation (as) in the upright and mobile positions. The caller stated that they would get jolts of energy and lose control of their leg. It was noted that the patient¿s setting was at 5.45 volts for upright and mobile. The upright and mobile settings were lowered and they were assisted with adjusting the position range settings. Troubleshooting resolved the issue. No further complications were reported.